Manufacturer narrative:
. E1 - customer (person): phone: (B)(6) h3 - device evaluated by mfg.? Device has been returned, and preliminary evaluation has been performed. However, the investigation is ongoing. The device evaluation summary will be included in the follow up report once the investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that difficult advancement was experienced with a rosch-uchida transjugular liver access set. The device was required for a transjugular intrahepatic portosystemic shunt in the liver. During the procedure, the stiffening cannula and 10 french black catheter assembly was difficult to advance through the flexor sheath. It was noted that the flexor sheath was flushed with saline prior to advancement of components. The patient did not have tortuous or calcified anatomy. A new same device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. During evaluation of the returned device, it was noted that the flexor sheath had unraveled, thus prompting this report.